Event description:
In 1999, pt underwent transvaginal fascial sling and cystocele repair using pericardial patch. Despite mild residual urine incision was healed and pt released to normal activity including marital relations. In 01/2000, pt had bleeding and vaginal discharge. Exam showed graft to be exposed with evidence of infection. In 2000, pt had graft removed and repair of surgical site.